Event description:
The subject device was used during an uncertain procedure. After about 15 minutes use, unknown error occurred. The subject device was returned to olympus medical systems corp. (Omsc). As a result of omsc's investigation, it was found that the probe tip was broken on (B)(6) 2015. Omsc tried to get additional information, and it was found that the probe tip fell off inside the patient. But there was no patient harm reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke down at 15.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, there was a possibility that the probe was cracked since the surgeon outputted the device contacting with something hard and the probe was broken when the probe received a load. And there was a possibility that the error occurred since the probe was cracked. The instruction manual of the subject device already states. Warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. This report is being submitted as a medical device report in an abundance of caution.